Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, tore during the loading process and there was no patient contact. The backup lens was implanted. The reporter indicated there was no enough lens in the forceps and the lens was torn. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).